Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material # unknown. Batch # unknown. Verbatim: leaking from new connecting set piece for chemo infusion. Possible pharmacy did not put them together appropriately. Customer does not have lot number or additional info. I do have a photo.